Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain/pain"), endocrine ophthalmopathy ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and basedow's disease ("autoimmune disorder type of disorder:hyperthyroidism resulting in thyroidectomy") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain and uterine mass. Concomitant products included calcium carbonate, citalopram hydrobromide (celexa), doxepin, ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin), naproxen (naprosyn), nortriptyline, oral contraceptive nos, sumatriptan and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced basedow's disease (seriousness criterion medically significant). In 2015, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding"), urinary tract infection ("frequent urinary tract infection/bladder or urinarly problems or changes frequent urinary tract infections"), migraine ("migraines/migraine./headache"), headache ("headaches/migraine./headache") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest"). In may 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain/lower stomach area pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pelvic discomfort ("change in type of pain now a discomfort") and malaise ("not feeling well"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal), surgery (novasure ablation ((B)(6) 2015)) and surgery (thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the endocrine ophthalmopathy, menorrhagia, basedow's disease, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, loss of libido, vulvovaginal pain, pelvic discomfort and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depression, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, fatigue, headache, loss of libido, malaise, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: not feeling well. Most recent follow-up information incorporated above includes: on 22-oct-2018: content from social media received. Reporter's information was added. Event added: not feeling well. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain/pain"), endocrine ophthalmopathy ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal bleeding (vaginal, menorrhagia)"), basedow's disease ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy/vision/eye problems: graves disease/vision/eye problems: graves disease") and hyperthyroidism ("autoimmune disorder type of disorder: hyperthyroidism resulting in thyroidectomy") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain and uterine mass. Concomitant products included calcium carbonate, citalopram hydrobromide (celexa), doxepin, ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin), naproxen (naprosyn), nortriptyline, oral contraceptive nos, sumatriptan and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced hyperthyroidism (seriousness criterion medically significant). In 2015, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding"), urinary tract infection ("frequent urinary tract infection/bladder or urinarly problems or changes frequent urinary tract infections"), migraine ("migraines/migraine/headache"), headache ("headaches/migraine./headache") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain/lower stomach area pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced abdominal distension ("bloating") and pelvic discomfort ("change in type of pain now a discomfort"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal), surgery (novasure ablation ((B)(6) 2015)), surgery (thyroidectomy) and surgery (thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the endocrine ophthalmopathy, menorrhagia, basedow's disease, hyperthyroidism, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, loss of libido, vulvovaginal pain and pelvic discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depression, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, fatigue, headache, hyperthyroidism, loss of libido, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils. Trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received. Events per pfs: hyperthyroidism and pelvic discomfort were added, patient's medical history was updated, laboratory data was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain/pain"), endocrine ophthalmopathy ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and basedow's disease ("autoimmune disorder type of disorder:hyperthyroidism resulting in thyroidectomy") in a 38-year-old female patient who had essure (batch no. 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain and uterine mass. Concomitant products included anovlar (microgestin), calcium carbonate, citalopram hydrobromide (celexa), doxepin, ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin), naproxen (naprosyn), nortriptyline, oral contraceptive nos, sumatriptan and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant) and basedow's disease (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding"), urinary tract infection ("frequent urinary tract infection/bladder or urinarly problems or changes frequent urinary tract infections"), migraine ("migraines/migraine./headache"), headache ("headaches/migraine./headache") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain/lower stomach area pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pelvic discomfort ("change in type of pain now a discomfort") and malaise ("not feeling well"). The patient was treated with selenium, surgery (bilateral salpingectomy/total hysterectomy with essure successful removal), surgery (novasure ablation (B)(6) 2015)) and surgery (thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the endocrine ophthalmopathy, menorrhagia, basedow's disease, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, loss of libido, vulvovaginal pain, pelvic discomfort and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depression, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, fatigue, headache, loss of libido, malaise, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: not feeling well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain/pain"), endocrine ophthalmopathy ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and basedow's disease ("autoimmune disorder type of disorder:hyperthyroidism resulting in thyroidectomy") in a 38-year-old female patient who had essure (batch no. 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain and uterine mass. Concomitant products included anovlar (microgestin), calcium carbonate, citalopram hydrobromide (celexa), doxepin, ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin), naproxen (naprosyn), nortriptyline, oral contraceptive nos, sumatriptan and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant) and basedow's disease (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding"), urinary tract infection ("frequent urinary tract infection/bladder or urinarly problems or changes frequent urinary tract infections"), migraine ("migraines/migraine./headache"), headache ("headaches/migraine./headache") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain/lower stomach area pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pelvic discomfort ("change in type of pain now a discomfort") and malaise ("not feeling well"). The patient was treated with selenium, surgery (bilateral salpingectomy/total hysterectomy with essure successful removal), surgery (novasure ablation ((B)(6) 2015)) and surgery (thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the endocrine ophthalmopathy, menorrhagia, basedow's disease, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, loss of libido, vulvovaginal pain, pelvic discomfort and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depression, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, fatigue, headache, loss of libido, malaise, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: not feeling well. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain/pain/ pelvic pain/ horrible pain'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/ I bleed 3-3.5 weeks out of a 4 week/ prolonged periods'), genital haemorrhage ('I bleed 3-3.5 weeks'), endocrine ophthalmopathy ('autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease'), basedow's disease ('autoimmune disorder type of disorder:hyperthyroidism resulting in thyroidectomy/ diagnosed with graves disease') and uterine disorder ('uterine lesion') in a 38-year-old female patient who had essure (batch no. 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure was curved but not perforating tubes". The patient's medical history included graves' disease, migraine, headache, neck pain, back pain, sinus disorder, nausea, burning sensation, dry eye, redness of eyes, eye irritation, eyelid function disorder, double vision and overweight. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain, uterine mass, insomnia, eye disorder, generalised itching, eye pain, palpitations, tremor, thyroid disorder, hyperthyroidism, enlarged thyroid, goiter, dysuria, abdominal pain, blurred vision, myopia, ill feeling, sore throat, stomach ache, appetite lost, back disorder, vomiting, diarrhea and hemorrhoids thrombosed. Concomitant products included calcium carbonate, citalopram hydrobromide (celexa), docusate sodium (colace) from (B)(6) 2015 to (B)(6) 2016, doxepin, ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin) from 2015 to 2016, naproxen (naprosyn) from 2011 to 2016, nortriptyline from 2010 to 2016, oral contraceptive nos, promethazine hydrochloride (phenergan elixir) from 2011 to 2016, sumatriptan from 2009 to 2016 and thiamazole (tapazole) from 2009 to 2012. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant) and basedow's disease (seriousness criterion medically significant). In 2012, the patient experienced urinary tract infection ("frequent urinary tract infection/bladder or urinarly problems or changes frequent urinary tract infections"), migraine ("migraines/migraine./headache") and headache ("headaches/migraine./headache"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ tired"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain/ pounds heavier"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)/ painful menses"), abdominal pain lower ("lower stomach pain/lower stomach area pain/ cramping/ awfull cramps") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), pelvic discomfort ("change in type of pain now a discomfort / discomfort"), malaise ("not feeling well"), insomnia ("insomnia issues "), menstrual disorder ("clots/ huge blood clots"), endometriosis ("they found mild endometriosis"), ill-defined disorder ("illnesses"), depressed mood ("still have those days where I'm feeling so low"), dyschezia ("I still have some pressure and slight pain(when passing gas/bowel movements)") and uterine disorder (seriousness criterion medically significant). The patient was treated with selenium, biopsy of uterine lesion and surgery (bilateral salpingectomy/total hysterectomy with essure successful removal, biopsy of uterine lesion, novasure ablation ((B)(6) 2015), ((B)(6) 2015) and thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido and abdominal pain lower was resolving, the menorrhagia, genital haemorrhage, endocrine ophthalmopathy, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, vulvovaginal pain, pelvic discomfort, malaise, insomnia, menstrual disorder, endometriosis, ill-defined disorder, depressed mood, dyschezia and uterine disorder outcome was unknown and the basedow's disease had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depressed mood, depression, dyschezia, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, endometriosis, fatigue, genital haemorrhage, headache, ill-defined disorder, insomnia, loss of libido, malaise, menorrhagia, menstrual disorder, migraine, pelvic discomfort, pelvic pain, urinary tract infection, uterine disorder, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram - in (B)(6) 2010: results: total bilateral occlusion. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2010: results: satisfactory tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: not feeling well. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, endocrine ophthalmopathy, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & social media received: new events - insomnia, huge blood clots, endometriosis, illness, bleeding, still have those days where I'm feeling so low, pain during bowel movement, essure was curved but not perforating tubes, uterine lesion were added. Updated outcome of event libido to recovering/resolving and thyroid disorder to recovered/resolved. Reporters information, events onset date, medical history and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain"), endocrine ophthalmopathy ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease"), menorrhagia ("abnormal bleeding (menorrhagia)") and basedow's disease ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy/vision/eye problems: graves disease") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Concurrent conditions included depression, carpal tunnel syndrome and migraine headache. Concomitant products included calcium carbonate, citalopram hydrobromide (celexa), doxepin, ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin), naproxen (naprosyn), nortriptyline, oral contraceptive nos, sumatriptan and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), withdrawal syndrome ("withdrawal"), dysfunctional uterine bleeding ("dysfunctional bleeding"), urinary tract infection ("frequent urinary tract infection"), migraine ("migraines"), headache ("headaches") and loss of libido ("loss of sexual interest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal), surgery (novasure ablation ((B)(6) 2015)) and surgery (thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the endocrine ophthalmopathy, menorrhagia, basedow's disease, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, loss of libido and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depression, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, fatigue, headache, loss of libido, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 38 year old patient. Her demographic was added. Her historical and concurrent conditions were added. Lab data was added. Essure insertion and removal date was updated. Essure indication was amended. Her concomitant medications were added. Following events: abnormal bleeding (menorrhagia), abnormal bleeding (vaginal), withdrawal, dysfunctional bleeding, vision/eye problems: graves disease, frequent urinary tract infection, migraines, headaches, dysmenorrhea (cramping), loss of sexual interest, lower stomach pain and vaginal pain. She was recovering form event: pelvic pain and lower stomach pain. On (B)(6) 2018: reporter information was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain/pain"), endocrine ophthalmopathy ("autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and basedow's disease ("autoimmune disorder type of disorder:hyperthyroidism resulting in thyroidectomy") in a 38-year-old female patient who had essure (batch no. 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included graves' disease. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain and uterine mass. Concomitant products included anovlar (microgestin), calcium carbonate, citalopram hydrobromide (celexa), doxepin, ibuprofen (motrin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin), naproxen (naprosyn), nortriptyline, oral contraceptive nos, sumatriptan and thiamazole (tapazole). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant) and basedow's disease (seriousness criterion medically significant). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain/weight gain / loss specify which one: weight gain"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding"), urinary tract infection ("frequent urinary tract infection/bladder or urinary problems or changes frequent urinary tract infections"), migraine ("migraines/migraine./headache"), headache ("headaches/migraine./headache") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain lower ("lower stomach pain/lower stomach area pain") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pelvic discomfort ("change in type of pain now a discomfort") and malaise ("not feeling well"). The patient was treated with selenium, surgery (bilateral salpingectomy/total hysterectomy with essure successful removal), surgery (novasure ablation ((B)(6) 2015)) and surgery (thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the endocrine ophthalmopathy, menorrhagia, basedow's disease, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, loss of libido, vulvovaginal pain, pelvic discomfort and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depression, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, fatigue, headache, loss of libido, malaise, menorrhagia, migraine, pelvic discomfort, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, weight increased and withdrawal syndrome to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: not feeling well. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- lot number, treatment and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area pain/pain/ pelvic pain/ horrible pain'), menorrhagia ('abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/ I bleed 3-3.5 weeks out of a 4 week/ prolonged periods'), endocrine ophthalmopathy ('autoimmune disorder: hyperthyroidism resulting in thyroidectomy /vision/eye problems: graves disease'), basedow's disease ('autoimmune disorder type of disorder:hyperthyroidism resulting in thyroidectomy/ diagnosed with graves disease') and uterine disorder ('uterine lesion') in a 38-year-old female patient who had essure (batch no. 740657) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure was curved but not perforating tubes". The patient's medical history included graves' disease, migraine, headache, neck pain, back pain, sinus disorder, nausea, burning sensation, dry eye, redness of eyes, eye irritation, eyelid function disorder, double vision and overweight. Concurrent conditions included depression, carpal tunnel syndrome, migraine headache, herpes simplex, human papilloma virus infection, ovarian cyst, hemorrhoids, cervical dysplasia, post procedural hypothyroidism, vaginal lesion, back pain, neck pain, uterine mass, insomnia, eye disorder, generalised itching, eye pain, palpitations, tremor, thyroid disorder, hyperthyroidism, enlarged thyroid, goiter, dysuria, abdominal pain, blurred vision, myopia, ill feeling, sore throat, stomach ache, appetite lost, back disorder, vomiting, diarrhea and hemorrhoids thrombosed. Concomitant products included calcium carbonate, docusate sodium (colace) from (B)(6) 2015 to (B)(6) 2016, doxepin, ethinylestradiol;norethisterone acetate (microgestin), hydrocodone bitartrate;paracetamol (vicodin), intrauterine contraceptive device (iud nos), levothyroxine, methocarbamol (robaxin) from 2015 to 2016, naproxen (naprosyn) from 2011 to 2016, nortriptyline from 2010 to 2016, oral contraceptive nos, promethazine hydrochloride (phenergan elixir) from 2011 to 2016, sulfamethoxazole;trimethoprim (motrin), sumatriptan from 2009 to 2016 and thiamazole (tapazole) from 2009 to 2012. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced endocrine ophthalmopathy (seriousness criterion medically significant) and basedow's disease (seriousness criterion medically significant). In 2012, the patient experienced urinary tract infection ("frequent urinary tract infection/bladder or urinarly problems or changes frequent urinary tract infections"), migraine ("migraines/migraine./headache") and headache ("headaches/migraine./headache"). In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue/ tired"), depression ("depression/psychological or psychiatric problems condition: depression, anxiety, withdrawal,"), anxiety ("anxiety/psychiatric problems condition: depression, anxiety, withdrawal,"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), withdrawal syndrome ("withdrawal/psychiatric problems condition: depression, anxiety, withdrawal,"), dysfunctional uterine bleeding ("dysfunctional bleeding/other injury(ies) or complication please describe: dysfunctional bleeding") and loss of libido ("loss of sexual interest/psychiatric problems condition: depression, anxiety, withdrawal,loss of sexual interest") and was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain/ pounds heavier"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)/ painful menses"), abdominal pain lower ("lower stomach pain/lower stomach area pain/ cramping/ awful cramps") and vulvovaginal pain ("vaginal pain/vaginal pain"). On an unknown date, the patient experienced genital haemorrhage ("I bleed 3-3.5 weeks"), abdominal distension ("bloating"), the first episode of pelvic discomfort ("change in type of pain now a discomfort / discomfort"), feeling unwell ("not feeling well"), insomnia ("insomnia issues "), menstrual disorder ("clots/ huge blood clots"), endometriosis ("they found mild endometriosis"), ill feeling ("illnesses"), depressed mood ("still have those days where I'm feeling so low"), dyschezia ("I still have some pressure and slight pain(when passing gas/bowel movements)"), uterine disorder (seriousness criterion medically significant) and the second episode of pelvic discomfort ("feel like there is baby kicking(flutters)/feels like there is phantom baby"). The patient was treated with selenium, biopsy of uterine lesion and surgery (bilateral salpingectomy/total hysterectomy with essure successful removal, biopsy of uterine lesion, novasure ablation ((B)(6) 2015), ((B)(6) 2015) and thyroidectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, loss of libido and abdominal pain lower was resolving, the menorrhagia, genital haemorrhage, endocrine ophthalmopathy, abdominal distension, weight increased, fatigue, depression, anxiety, vaginal haemorrhage, withdrawal syndrome, dysfunctional uterine bleeding, urinary tract infection, migraine, headache, dysmenorrhoea, vulvovaginal pain, feeling unwell, insomnia, menstrual disorder, endometriosis, ill feeling, depressed mood, dyschezia, uterine disorder and the last episode of pelvic discomfort outcome was unknown and the basedow's disease had resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, basedow's disease, depressed mood, depression, dyschezia, dysfunctional uterine bleeding, dysmenorrhoea, endocrine ophthalmopathy, endometriosis, fatigue, feeling unwell, genital haemorrhage, headache, insomnia, loss of libido, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, uterine disorder, vaginal haemorrhage, vulvovaginal pain, weight increased, withdrawal syndrome, the first episode of pelvic discomfort, ill feeling and the second episode of pelvic discomfort to be related to essure. The reporter commented: per mr: insertion procedure: the insert was released per protocol with 4 coils trailing at the ostia once the procedure was complete. Patient did not have any complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Computerised tomogram - in (B)(6) 2010: results: total bilateral occlusion. Human chorionic gonadotropin - on (B)(6) 2012: results: negative. Hysterosalpingogram - on (B)(6) 2010: results: satisfactory tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, headache, hyperthyroidism, dysfunctional uterine bleeding, vaginal bleeding, pelvic pain, vaginal pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were reported via social media: not feeling well. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: depression, endocrine ophthalmopathy, urinary tract infection. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Reporter was added. Event: feel like there is baby kicking(flutters)/feels like there is phantom baby added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal distension ("bloating"), weight increased ("weight gain"), fatigue ("fatigue"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant.). Essure was removed on 1(B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, abdominal distension, weight increased, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, autoimmune disorder, depression, fatigue, pelvic pain and weight increased to be related to essure. Company causality comment: incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.